Event description:
It was reported that the cement hardened too fast. This event occurred in the same tka 3 times. The cement used 2 packs for each times. The 3rd mixed cement also hardened too fast, but the surgeon used the cement as soon as possible before hardened completely with the simmering texture. They mixed 3 minutes and hardened for about 5 minutes counted the time from the beginning. These cements were not be kneaded by hands because they hardened immediately just after the simmer texture. All the cement and the monomer was used. There was not the presence of anything which affected the setting time. The storage condition was 24 c for 1 month, but the humidity was not specified in the hospital. And the cements were stored in 23 c environment before the using. The operation room was 22 c. The refrigerator were not used prior to use. Mix evac and zimmer bowl were used in the procedure. The vacuum was not used. The mixing systems were also stored in 24 c environment for 1 month, but the humidity was not specified in the hospital. And the mixing systems were stored in 23 c environment before the using. The time that the powder was out in the open (opened pouch) prior to use was not specified. The nurse mixed all the cement and surgeon applied to the knee components. Another operation room staff counted the mixing time with stopwatch. The surgeon didn't use antibiotic.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.